Manufacturer narrative:
The customer¿s report that the tubing broke ¿separated¿ was confirmed upon visual inspection. Visual inspection found the suspect set separated between the tubing and the y-connector outlet with liquid leaking from the separation. Closer inspection of the separation under a lab microscope observed solvent around the end of the component where the separation occurred. Functional testing was not performed due to the separated tubing and the leaking that would occur. The root cause of this failure was not identified.

Event description:
The customer reported that 3 sets of tubing broke while connected to the patient's PICC line and while he was thrashing about. The patient was receiving infusions of inotropes, fentanyl and maintenance fluids. There was no patient harm and none of the medication leaked.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that 3 sets of tubing broke while connected to the patient's PICC line and while he was thrashing about. The patient was receiving infusions of inotropes, fentanyl and maintenance fluids. There was no patient harm and none of the medication leaked.